Event description:
The customer reported that while the unit was in use on a patient, the unit's display became distorted but the pump continued to assist the patient. The patient was switched to another unit and therapy was continued. No patient injury was reported.

Manufacturer narrative:
The company representative was unable to duplicate the reported problem. As a precautionary measure, the display, video receiver board, display controller board, and coiled cable were replaced. The unit was tested to factory specification. It functioned normally and was returned to the customer.